Event description:
Patient presented to the physician with a lump at the neck incision site, causing pain. On examination, the physician suspected the lump was due to a prominent stimulation lead wire. Physician brought the patient into the or, flushed the neck incision, excised scar tissue, repositioned and tucked the stimulation lead deeper, re-sutured, and closed the incision.